Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: t he device shown technical errors (tf 231008, tf 231013). That means there is a defect in o2 proportional valve & qo2 flow sensor (sensirion).